Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for multiple tests for multiple patients tested on a cobas 8000 c 702 module. From the data provided, a reportable malfunction for crpl3 c-reactive protein gen.3 was provided for 3 patients, a reportable malfunction for crpl3 and ua2 uric acid ver.2 was provided for 1 patient, a reportable malfunction for alp2 alkaline phosphatase acc. To ifcc gen.2 was provided for 1 patient , and a reportable malfunction for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 was provided for 1 patient. Patient 1 initial crpl3 result was 10 mg/l with a repeat result of 100 mg/l. Patient 2 initial crpl3 result was < 1 mg/l with a repeat result of 189 mg/l. Patient 3 initial crpl3 result was 3 mg/l with a repeat result of 20 mg/l. Patient 4 initial crpl3 result was 18 mg/l with a repeat result of 155 mg/l. Patient 4 initial ua2 result was 0.11 mmol/l with a repeat result of 0.26 mmol/l. Patient 5 initial alp2 result was 15 u/l with a repeat result of 211 u/l. Patient 6 initial ldhi2 result was 31 u/l with a repeat result of 226 u/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot information for crpl3, ua2, alp2, and ldhi2 were not provided. The customer stated they had two instances of sample probes with the tips broken off. The field engineering specialist performed sample probe adjustments. He checked the vertical and horizontal alignment which was acceptable. He noticed that the sleeve in which the sample probe travels was sticky due to contamination. The customer had accidently turned off the deionizer which would cause the sample probe to have trouble determining the sample surface. This caused the sample probe to descend too far into the gel of the sample tubes.